Event description:
During use of a reprocessed resector at 6000 rpm as it was supposed to be done, it was noticed that there were pieces of metal flaking off the reprocessed equipment. We proceeded to remove and put in a brand new one. The procedure was continued with a non reprocessed or brand new resector. The procedure was completed without further problems. The joint was then irrigated and the deltoid was closed with interrupted vicryl; subcutaneous with interrupted vicryl. The skin was closed with stainless steel staples. The patient was then taken to the recovery room.======================manufacturer response for formula resector cutter, stryker formula resector cutter (per site reporter)======================gave them particulars of the event and sent me a label to return the product. We will not release the product until we know the outcome to the patient.